Event description:
It was reported that the external pulse generator (epg) shut down while in use with a patient. Additional information indicated that the epg was tested for three days and the error did not occur again. The epg was sent back for service. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the printed circuit board was out of electrical specification. Analysis found that the upper/lower cases, side bail covers and battery drawer were broken. The battery release and heart block were contaminated. The lead flex cover was corroded and the battery contacts were compressed. The display was out of mechanical specification; however, there as evidence that it had been tampered with. The ring was bent and the keyboard was scratched. Two screws to the case were missing.